Event description:
Aneurysm coil was being placed via interventional radiology procedure. Coil fractured during repositioning process. Many unsuccessful attempts were made in the ir suite to retrieve remaining part of coil. Aneurysm had to be clipped via craniotomy, and broken coil extraction was attempted. Unable to fully extract the coil; rather, it fractured again, and kept elongating. Ultimately, part of coil was left inside patient (determined to be the best course of action by the physician team). Portion of coil retrieved from the ir procedure was given to the on-site micrus sales rep, and we are awaiting their written response.